Event description:
Device history record was reviewed, no event linked to the reported issue was observed. History log was reviewed and although no date of event was reported two air alarms were found. However this data is insufficient to confirm the described event. Device was sent back to brézins for investigation. Several tests related to air detection and flowrate measurement were carried out and all performed successfully. All values were conformed to IFU specifications. No technical or functional cause could be identified and the reported event could not be reproduced. To our knowledge this complaint was not related to patient harm. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Air alarm sounded several times during the night; pump used to administer parenteral nutrition at home. No clinical consequences for patient. More information is needed to complete the investigation.